Event description:
It was reported that during a da vinci s surgical procedure, the customer experienced system error codes #23008 and #23013. The site undocked the arm and restarted the system; however, the system error codes returned after 5 minutes of use. Prior to calling an isi technical support engineer, the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Conclusions: an investigation was performed by a field service engineer (fse). The system error logs were reviewed and system error codes 23008 and 23013 were confirmed to have occurred. The fse also observed system error code #23004. The fse determined that the system error codes were associated with the system's psm. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The system error codes #23008 and #23013 appear when the da vinci s safety system determines that the angular position (#23008) or rate of change in angular position (#23013) of one or more robotic joints on the specified manipulator, as measured by that joint primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. The system error code #23004 appears when the da vinci s safety system detects that the measured rate of change in joint velocity differs from the expected value by more than a specified tolerance. This error is intended to detect rare failures in the internal memory or processor that controls the robot motors. It can be triggered without any system deficiencies when instruments with a lot of friction are moved rapidly or when two arms collide outside the patient. Upon determining these conditions, the safety system put davinci in a "recoverable safe state."